Manufacturer narrative:
Per the manufacturer's subsidiary, the issue was resolved and the roller pump is functioning correctly.

Event description:
Additional information was received that there was no delay of the cardiopulmonary bypass (cpb) procedure.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, they ensured all the wiring was connected properly and there were no loose parts. They swapped out the encoder and the control module board and cleaned the plate. However, the 'under speed' message was still present.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed an 'under speed' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.